Manufacturer narrative:
The incident occurred in (B)(6). Caller did not provide product information for compact plus system 2.

Event description:
Customer reportedly received results of 0.7 mmol/l on compact plus system 1 and 4.1 mmol/l on compact plus system 2 within 10 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.